Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the device was manufactured from august 5, 2019 - august 6, 2019. H10: the actual device was evaluated. A visual inspection was performed using the naked eye which found the bladder was ruptured. The ruptured bladder was microscopically examined for signs of abnormality that may have potentially caused the rupture. As a result, no signs of abnormality were found. The reported condition was verified. The cause of the condition could not be determined, however, the most probable cause was noted to be a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured. The bladder ruptured during filling at the hospital prior to patient use. There was no patient involvement. No additional information is available.